Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of (B)(4). Samples received: 3 units were received unused, in closed packaging. Analysis and results: there is no previous complaint of this code batch. There are no units in stock. The 504 units were manufactured and distributed. Based on the analysis performed, the claim as "not justified" is determined, and the results of the tests were satisfactory to the samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Complaint is not justified. No corrective / preventive action is required, since the results obtained for batch release and analysis on the samples received were satisfactory.

Event description:
Country of complaint: (B)(6). By manipulating the needle out of the package this needle is disassembled. Needle detachment.